Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 ( device mfg date) was incorrectly documented in initial report. The correct h4 (device mfg date) should be 8/20/2022.

Event description:
A caller reported that the adc device detached prematurely. The customer became and experienced thirst, headache, stomach ache, and diabetic ketoacidosis and was unable to self-treat, requiring treatment of 6 units of insulin. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc device detached prematurely. The customer became and experienced thirst, headache, stomach ache, and diabetic ketoacidosis and was unable to self-treat, requiring treatment of 6 units of insulin. No further information was provided. There was no report of death or permanent injury associated with this event.